Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), diminished r-waves, and had no capture at maximum output. A fracture is suspected. The right atrial (ra) lead also experienced no capture at maximum outputs and has a possible fracture. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 559445 lead, implanted: (B)(6) 2011. A 419478 lead, implanted: (B)(6) 201. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.